Event description:
It was reported to philips that the cover of the l-arm was loose. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed the reported malfunction. It was identified that while cleaning the surgical lamp, the rotation cover on the l-arm came loose due to collision. The rotation cover was retained by safety chains and no harm occurred. The customer reseated the l-arm rotation cover as a temporary resolution. To resolve the issue, the medical device correction z-0559-2024 was implemented on the system for replacement of l-arm rotation cover. To date, there has been no recurrence of this issue reported from the customer. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.